Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the down pulley wire fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the electrical pin connector fluid damage, the insertion flexible tube buckled, the light guide cable buckled, the suction channel buckled, the control body corroded, the mechanical base plate corroded, the remote control buttons cut, the aft suction tube dirty, the brand plate worn out, the serial number plate worn out, and the segment hard to move; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.